Event description:
It was reported that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx laa closure device was implanted. At the 45-day follow-up appointment, it was noticed via transesophageal echocardiography (tee) that the laa was not sealed. The closure device was surgically explanted and an atriclip was placed 54 days post procedure. The patient later recovered from the surgery and was discharged from the hospital.